Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 5076-52 lead implanted: (B)(6) 2001. (B)(4).

Event description:
It was reported that the right ventricular lead impedance had increased and was high. The threshold was also noted to have increased and was high. There is no evidence of oversensing. Reprogramming was performed and the lead remains in use. No patient complications have been reported as a result of this event.